Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when attempting to remove the prostyle device after deployment, it became stuck in the artery. The patient was taken to surgery for removal of the device. Upon removal of the device, the foot was dislocated from the guide with blood/tissue on the device and the suture entangled with the foot. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.